Event description:
Boston scientific received information that during an elective replacement procedure, the electrode tip separated from the lead due to induced damage from the use of traction for the explant versus laser extraction. The lead electrode was left in the pectoral muscle. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has notbeen returned. If additional information should become available to our company, this event would be updated.